Manufacturer narrative:
Additional information was added to d4, h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was severed and back flowed. It was further reported that tubing was not preventing the fluid from the secondary infusion bag from going up into the primary line flush bag. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.